Event description:
After filter was deployed, it did not fully open up. Customer retrieved filter and opened another kit with a different lot number to do procedure.

Manufacturer narrative:
Argon has made three requests for the return of the device for evaluation. As of the date of this report, the device has not been returned. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
After filter was deployed, it did not fully open up. Customer retrieved filter and opened another kit with a different lot number to do procedure.

Manufacturer narrative:
An unused device still in the packaging was returned for evaluation. A review found no damage and the failure could not be duplicated, the complaint could not be confirmed.

Manufacturer narrative:
Sample indicated as available for evaluation. Follow-up report will be submitted once the sample has been received and reviewed.

Event description:
After filter was deployed, it did not fully open up. Customer retrieved filter and opened another kit with a different lot number to do procedure.